Event description:
Surgeon was performing laparoscopic cholecystectomy and, while using endopouch to retrieve organ, the pouch became separated from the end of the retrieveal instrument and remained inside the pt. This was successfully retrieved laparoscopically. However, abdominal x-rays revealed a metal strip from the product remained inside the pt. This was also successfully retrieved laparoscopically. The pt experienced prolonged surgical time, add'l surgical actions and required abdominal x-rays as a result of the product separation. There was no long term adverse effect from the product failure.